Event description:
Healthcare professional (hcp) reports five incidents of blood leaks with the psn 210 dialyzer. Incident occurred in 3/2001. All of the incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood leaks were verified visually in dialysate. Blood was not returned to any of the pts, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries reported per hcp.